Event description:
It was reported that the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR # 2029214-2010-00113.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 3.6cm and 5.5cm from the distal tip. The catheter appears to have been ruptured during onyx delivery due to over pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).